Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: through the photos provided by the customer, it was possible to observe the incident of open packaging, bd confirms the claim. The analysis of the batch history (DHR), maintenance records and the batch quality notifications were verified, no quality notification and maintenance records potentially related to the incident were observed. The root cause of the occurrence is the fall of the film on the equipment, which causes the film to shift and failure to cut the package. The investigation was carried out and the action outlined for the root cause is the installation of a film dropping device that will be interlocked to the equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 30 needles precisionglide 22x1-1/4in had poor perforation on the packaging. The following information was provided by the initial reporter: "precisionglide - 0.70x30mm hypodermic needle, lot 1089794, presented a defect in its packaging, causing contamination and loss of the product."